Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The reported batch number is unknown. The root cause of this event could not be determined.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, there was a thrombosis and patient death. A taxus express2 drug eluting stent of an unknown size was implanted in an unspecified vessel. One and a 1/2 years later, the patient was discontinued from plavix approximately one week prior to hernia surgery. (Aspirin was not stopped). The patient experienced acute st elevation during closure in the operating room. The patient was emergently transferred to another hospital where she underwent ptca for acute stent thrombosis and cardiogenic shock. The patient died a "few days later". The cause of death is unknown. Additional information was requested.